Event description:
Revision surgery - left knee patella, tibial insert, tibia baseplate, and femur. Encore first became aware of the revision surgery in 2008. Due to an internal miscommunication, the correct dept was not notified of the revision surgery until six months later.